Manufacturer narrative:
Section b3: event date is estimated.

Event description:
It was reported that the patient's left dbs lead migrated. Surgical intervention may take place at a later date to address the issue.

Event description:
Additional information was received indicating that the patient's dbs left lead was pulled back slightly to address the migration.

Manufacturer narrative:
Section e1 - initial reporter: reporter title added . The event of lead migration was reported to abbott. The left lead was repositioned. Therapy restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.